Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("extreme fatigue") and cognitive disorder ("cognitive disturbances"). At the time of the report, the pelvic pain, arthralgia, fatigue and cognitive disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, cognitive disorder, fatigue and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.